Event description:
It was reported that the pt experienced a problem related to his catheter; there was a "loop in the catheter that caused the drug to not flow properly". Per the reporter, a dye study was performed last week and an outpatient procedure was conducted to correct the issue. The pt was scheduled for an appointment the next day with his hcp "to adjust dosage so, he will be receiving appropriate therapy". The drug concentration and daily dose were not reported. Finial pt outcome was not reported. Additional info has been requested, but was not available on the date of this report.